Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was repositioned due to dislodgement which was causing nonsustained ventricular tachycardia. The lead was repositioned and device interrogated which demonstrated normal device function. The lead remains implanted.